Manufacturer narrative:
(B)(4). It was reported that a communication failure occurred due to an excessive force applied by the surgeon on the robot arm. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the communication failure was not caused by an excessive force applied on the robot arm but by a udp socket timeout. No excessive error was found in the log files. The root cause of this event is the a known design defect which has been escalated through an issue evaluation and a CAPA.

Event description:
During the registration portion of biopsy surgery a communication failure occurred due to excessive force placed on the arm by the surgeon. The surgeon was instructed on proper use and how to avoid placing excessive force. Training was provided immediately on how to avoid communication failures. Patient was anesthetized. Delay was less than 5 minutes during system reboot.